Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device had six years remaining battery longevity from last check, however, recent check displayed less than three months remaining. Boston scientific technical services (ts) sent in a save to disk data to confirm premature battery depletion (pbd) an provide a changeout window. Engineering analysis revealed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. A device replacement and returning it for detailed analysis was recommended. To date, this device remains in service. No adverse patient effects were reported. The device was not returned however, laboratory associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.